Manufacturer narrative:
The field service engineer (fse) inspected the module and found a defective vacuum tube on the rinse mechanism. He then replaced this part. The customer indicated that the qc was acceptable after the issue occurred after service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for 2 patient samples tested on a cobas 8000 c702 module. The initial results were reported outside of the laboratory. The results were questioned by the doctor which prompted the rerun of the patient samples. Sample 1: the initial result was 11.58 mg/dl. The repeat result was 1.1 mg/dl. Sample 2: the initial result was 13.1 mg/dl. The repeat result was 0.7 mg/dl. The repeat results were deemed correct. The reagent lot number is 651406. The expiration date was requested but not provided.